Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that received a failed battery test alarm. The customer also reported that the battery compartment and spring was corroded. The customer's blood glucose was unknown at the time of incident. The customer cleared the alarm. The customer stated that battery cap contacts were not missing or damaged. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, a21 test and all operating current test were normal. No unexpected low battery, off no power or failed battery test alarm noted, however the battery tube was corroded. No damage was found on the battery tube spring noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.